Manufacturer narrative:
Patient information was requested and partial patient information was provided.

Event description:
The customer reported the ventilator shut down while on a patient. The customer reported the hospital had been experiencing power outages. The customer reported there was patient involvement and no patient harm.